Event description:
A b. Braun 19 gauge epidural catheter was placed without difficulty in an obstetrics (ob) patient during labor for pain management. The placement was uneventful and the catheter was taped, test dosed and bolused as per routine protocol. There was nothing remarkable about the placement of the catheter. Approximately 90 minutes after the catheter was placed, the patient was sitting up in bed with the assistance of her nurse and they heard a snap. The nurse quickly identified that the epidural catheter snapped apart/shredded and immediately called the ob anesthesia attending physician and the ob anesthesia fellows. On inspection, it appeared that the plastic sheath covering the spring wire broke into two pieces. Fortunately the spring wire was completely intact and the epidural / wire were easily removed with no concerns of a retained catheter or spring. The patient was concerned that the catheter broke with minimal force during a patient position change. A new epidural catheter was placed without complications. The physicians reported that they have never encountered this defect and are concerned about a manufacturing defect.